Event description:
The customer reported the device failed the audio test due to no sound. No pt harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.